Event description:
The customer contact reported that during testing at the user facility, it was noted that the device distal pressure sensor pin was broken, the device was rebooting and had a broken volume knob. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device distal pressure sensor pin was broken. The customer complaint for rebooting and a broken volume knob were not duplicated. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.